Manufacturer narrative:
The insulin pump was received with cracked/damaged display window, cracked case at display window corners, broken battery tube threads, missing reservoir tube o-ring, completely broken off reservoir tube lip, cracked case at reservoir tube window corner and missing end cap sticker. No crack/damage on lcd glass noted.

Event description:
The customer reported via phone call that lcd screen popped out little bit. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated lcd screen popped out little bit around the edges. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.